Event description:
The patient came to the hospital for 6-month follow-up after 3 stents were implanted in the mid-right coronary artery with overlap. The patient was asymptomatic. A coronary angiogram (cag) was conducted and thrombus was observed inside all 3 previously implanted cyphers. A ptca procedure was conducted but the balloon was unable to cross the thrombus inside the stents, so further treatment was schedule for later.fifteen days later, balloon angioplasty was successfully concucted inside all three thrombotic cypher stents (balloon size/length unknown). Then three additional cyphers were implanted from the mid-rca to the proximal-rca. The starting point was from the most proximal previously implanted cypher (3.0x18mm) with overlap, and ended at the proximal portion of the rca. From proximal to mid the portion of the vessel, the cypher sizes were (3.5x23mm a 3.5x18mm a 3.5x18mm). All six cyphers were overlapping each other. Six months earlier at index procedure the patient was admitted to the hospital for an elective cardiac catheterization procedure. Coronary angiography revealed a lesion in the mid right coronary artery and extended distally into the posterior descending artery. The lesion length was 60mm and the vessel diameter was 3.0mm. The vessel was de novo with a total occlusion. Aha/acc classification of the vessel was type c. Pre-dilation was conducted with a 3.0x20mm balloon at 6atm for 30 seconds at the distal rca to the atrioventricular branch. The first cypher, a 3.0x23mm stent was implanted in the distal rca a 12atm for 60 seconds. A second cypher, a 3.0x23mm was implanted at 12 atm for 60 seconds proximal to the first cypher. Post-dilation was conducted with a 3.0x23mm balloon at 20 atm for 30 seconds. Then pre-dilation was conducted at the mid to distal rca area with the 3.0x23mm cypher balloon. The third cypher, a 3.0x18mm was implanted at 12atm for 60 seconds proximal to the second cypher. All three cyphers were overlapping each other. Post-dilation was conducted with a 3.0x18mm balloon ballon at 18 atm for 30 seconds on the third cypher. Ivus was conducted and showed a 50% stenotic lesion remained at the proximal rca. Timi flow before the procedure was 0 and 3 after the procedure. The residual percent of stenosis was 0%. An act measured. Physician's comment: the patient was prescribed a steroid medicine for rheumatoid arthritis. So the possible cause of the thrombotic event was due to the side effect of steroid.